Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 355 mg/dl at the time of incident. The customer's blood glucose was 207 mg/dl at the time of hospitalization. The customer's blood glucose was 733 mg/dl at the time of call. The customer stated that they were given manual injection to treat the blood glucose. The customer stated that they were nauseous and vomiting. The customer stated that they were off the insulin pump prior to hospitalization for less than 48 hours. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.